Manufacturer narrative:
H3/h6: one used device was returned for evaluation. The device was visually inspected. The inflation line was observed to be cut in two. Further inspection of the cut tubing showed textured inner and outer lining. Additionally observed a tear in the cuff of the set. The deformation showed multiple angles in the tear. Further inspection of the cut tubing showed textured inner and outer lining. Additionally observed a tear in the cuff of the set. The deformation showed multiple angles in the tear. The complaint of broken cuff can be confirmed due to the tear observed on the cuff. The probable cause of the tear in the cuff is unknown. During inspection a cut inflation line was observed. The probable cause of the cut is unknown. No device history record was reviewed since lot number was not provided.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was broken. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed as the lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.